Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had experienced a potential overdose and their symptoms had started on the day of report. At the time of report, the patient was in the emergency room, but was going to the intensive-care unit (ICU). The device system was used to deliver 1100mcg of baclofen per day. Four days later, it was reported that the patient presented with difficulty breathing when admitted to the ¿or¿. On (B)(6), the pump was stopped and, on the following day, was turned back on at 733.3mcg per day. When the reporter saw the patient to turn the pump back on, he was still in the ICU, but was doing better. It was indicated that the pump contained gablofen. Five days after later, it was reported that, on (B)(6), the dose was ¿decreased 60%¿ when the pump had been turned back on. Three days later, the patient was still sedated, so the dose was decreased again. Two or three days after that, the pump was programmed to stopped pump mode. On the following day, it was reported that they were unsure if the pump would be replaced as the patient was doing fine on oral baclofen. Eight days after that, it was reported that there was no discrepancy seen in the reservoir volume of the pump. The patient had been diagnosed with a baclofen overdose; however, it was indicated that this was not consistent with the pump data or residual volume analysis. The pump was filled with preservative-free saline, programmed to minimum rate, and the physician recommended a dye study to assess the catheter. As of (B)( 6), the patient was stable on oral baclofen.